Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the investigation results, it is likely that the reported malfunction of the static and noise image was caused by a component failure, with the printed circuit board not responding. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope showed no image or a very grainy image. The issue occurred during inspection before use. There were no reports of patient involvement.